Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing presyncopal episodes of dizziness. Upon interrogation, the patient's right ventricular lead exhibited episodes of oversensing noise due to a suspected lead fracture resulting in small pause episodes. Programming changes were made on (B)(6) 2019. On (B)(6) 2019 the lead was explanted and replaced. The patient's condition was stable before, during, and after the procedure.